Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter comparison to lab results of test result reported using truemetrix meter of 148 mg/dl and the test result reported by doctor's lab result of 125 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2017. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/26/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter comparison to lab results of test result reported using truemetrix meter of 148 mg/dl and the test result reported by doctor's lab result of 125 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2017. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/26/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): the 148mg/dl (B)(6) 2016 12:34 am fasting:yes, 182mg/dl (B)(6) 2016 04:07 pm fasting:yes, 140mg/dl (B)(6) 2016 03:31 am fasting:yes, 136mg/dl (B)(6) 2016 08:08 am fasting:yes, 151mg/dl (B)(6) 2016 12:47 am fasting:yes. Memory concerns:182mg/dl fasting.